Event description:
It was reported that during a sigmoid colectomy procedure, the device was dialed down, and the anvil popped off of the trocar post and they could not fire the device. The surgeon had to use a second like device to complete the procedure. There was no patient consequence reported. Device was discarded.

Manufacturer narrative:
Date sent: 09/11/2008. Information is unavailable; device was not returned for evaluation.